Manufacturer narrative:
Additional data: d4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that a tritanium anterior cervical cage migrated approximately three weeks post-operatively. Revision surgery has not taken place nor been scheduled.